Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.